Event description:
The radiolucent right angle drive was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a broken head extension and it is also missing the pre-loctited screw. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure was confirmed by the repair technician through visual inspection. The screw/pin was missing from the head of the attachment.

Event description:
The radiolucent right angle drive was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a broken head extension and it is also missing the pre-located screw. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.